Manufacturer narrative:
(B)(4). G4: diligence is in process to provide product identification information, however, no further information has been provided at this time. D10: additional associated products: unk bearing lot# unk. Unk femoral lot# unk. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision surgery due to an infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Not reportable. The reported event of deep/unspecified infection occurred >90 days post implantation. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. The reported event of deep/unspecified infection occurred >90 days post implantation.